Event description:
It was reported that a patient experienced a leak in an unknown baxter cassette. This occurred during the prime stage of peritoneal dialysis therapy; the patient was not connected at the time of the event. The technical service representative advised the care giver to start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable homechoice cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.